Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported that during a laser assisted cataract procedure a posterior capsule opening occurred that he felt the laser must have fired thru the posterior capsule. Reporter indicated that because the pupil came down after the laser and the anterior capsule from the capsulotomy was in the anterior chamber, that something was wrong. The clinical application specialist (cas) and surgeon review the images of the event and indicated the control points were properly placed. He stated an anterior vitrectomy was performed. Additional information is requested.

Manufacturer narrative:
There was no technical services requested or performed for the reported event; however; a company clinical application specialist (cas) visited the site after the event occurred and reminded the doctor that sometimes the pupil may become miotic post laser treatment. The potential contributing factors that increase the risk of posterior capsule tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonulas, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. The customer provided data and patient treatment file were reviewed, and there were no indications that the system settings could have contributed to the reported event. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).